Manufacturer narrative:
One 013554 slotted tendon stripper device was used for treatment and returned for evaluation. This is a two year old reusable instrument. The complaint stated: ¿during the manipulation to pick up the tendon in the patient's body, the stripper tip of about 0.5 cm broke off.¿ this allegation was confirmed. One spiral is fractured across the entire configuration. There is bio matter and staining apparent on the fractured edge. Staining indicates that the stripper curl may have had a hairline fracture prior to the break reported here. There is a crease line where potential for a second fracture was noted. There a bow over the length of the shaft. The shaft is bent slightly downward from the handle. Per instructions for use: ¿these instruments are designed for repeated use with proper care and handling. As with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in the instrument¿s failure. Do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges.¿ no root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the manipulation to pick up the tendon in the patient's body, the stripper tip of about 0.5 cm broke off. The broken off part was not removed. The patient feels fine. An additional tool removal operation is not planned. A backup device was available to complete the procedure with no delay or patient injuries.